Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. Device investigation found the pump displaying error 101 which is in reference to the vibe motor. The problem source was identified as motor. The customer states issue of malfunctioning was confirmed.

Event description:
Information was received indicating that smiths medical cadd-legacy pump malfunctioned. No adverse effects reported.